Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that she took the battery out of the insulin pump because she was out of strips and the device was asking for a blood glucose reading. The customer received a battery out limit alarm. The customer's blood glucose reading was 543 mg/dl. The device alarmed after a battery change. The customer treated with 4.3 units of insulin and declined high blood glucose troubleshooting. Customer was assisted with clearing the alarm. The insulin pump was checked and the time and date were correct. The customer stated that the batteries were out of the device longer than the duration allowed; customer was advised that this was normal device behavior. Customer was advised to monitor the device and to call back if problems persisted. Nothing was replaced or returned.